Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that an abnormality was noted on the right atrial (ra) lead. The patient experienced reduced exercise capacity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.